Manufacturer narrative:
Additional information was received that the patient was explanted due to unsuccessful surgery. The patient got an infection caused by the surgical team.

Event description:
A report was received that the patient had an infection at the pocket site and midline incision site. Symptoms were redness and drainage. The physician believed that the infection was not device related. The patient was placed on antibiotics. The patient underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: m365sc8416500; serial number: (B)(4); batch/lot number: 21510766; model/catalog description: artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site and midline incision site. Symptoms were redness and drainage. The physician believed that the infection was not device related. The patient was placed on antibiotics. The patient underwent an explant procedure. The patient was doing well postoperatively.